Event description:
It was reported that the customer had an urgent care visit due to high blood glucose of 479 mg/dl. It was stated that the customer was experiencing nausea and ketones. The customer was treated with manual daily injections. Troubleshooting was performed. The time, date, settings, and programming were correct. Reviewed the alarm history and found a no delivery alarm. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the mother to contact his doctor if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.